Manufacturer narrative:
(B)(4). Evaluation, results: (root cause of reported event cannot be determined).

Event description:
An attempt was made to use a sprinter legend rapid exchange balloon (3.00x15mm) to treat an 80% calcified lesion in the left anterior descending artery. After the physician performed a kissing balloon technique he had difficulty withdrawing the sprinter legend balloon. Investigator reported no deflation difficulties experienced with balloon. The physician finally withdrew the guide and sheath. There was no issue with the second balloon used in the kissing balloon technique. No clinical sequelae were reported. Evaluation summary: the balloon was twisted. The balloon bond was necked and twisted. The balloon was inflated, however, could not be deflated due to necking and twisting of the balloon bond.